Event description:
It was reported that a remote transmission indicated some atrial lead undersensing of p waves noted on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.